Event description:
The following has been reported: biomed reported: serial number (B)(6). Received at depot confirmed pump problem. Touchscreen flex cable completely unhooked. Reattached touchscreen flex cable. Pump placed in bring up mode and sent to the test line re homed and greased resistor motor sent back to test line. Passed all stations of the test line front housing provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18:00 (B)(6) 2026 taken out of heratherm @ 06:00 (B)(6) 2026. 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass. Provision pump to mayo server return to service provisioned pump software update complete. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "mechanical hardware failure (screen no input)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.